Manufacturer narrative:
No product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarmed remove and reattach cassette. Reporter called with a downstream occlusion alarm and was instructed to turn the pump off. The patient stated that at the time of the call, they did not remember if tape was placed over the port because the dressing had come loose. Patient thought the tape might have caused the downstream occlusion alarm. The pump was powered down, battery door open/closed, and powered back on, but the pump was still alarming, and the screen reads remove and reattach cassette. Reporter states they attempted to remove the cassette, but the latch was locked. The patient was redirected to their doctor. No patient harm/adverse event reported.